Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported: "certas valve was stuck with no ability to program it. Multiple attempts were done to program it without any response." The valve was explanted and replaced on (B)(6) 2022.

Event description:
N/a.

Manufacturer narrative:
Certas valve was returned for evaluation: failure analysis - the valve was visually inspected a bump mark was noted in the upper casing and the rotation construct was in the up position also a cut/tear in the silicone housing in between the proximal connector and the needle chamber. The valve was tested for programming: the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: when dismantled the rotating construct remained fixed to the upper casing, stress marks were noted in the bump mark in the upper casing. Root causes - the root cause for the bump mark in the top of the valve casing is due to the valve receiving a hard knock. The root cause for the rotating construct stuck in the upper position is due to the valve receiving a hard knock. The root cause for the programing issue reported by the customer is due to the valve receiving a hard knock. The root cause for the cut/tear in the silicone housing is probably due to a sharp or pointed object, or handling, as noted in the IFU silicone has a low cut/tear resistance.